Manufacturer narrative:
The subjected device was not returned to olympus medical systems corp.(omsc) for evaluation. The service department of the overseas affiliated company of olympus tried to reproduce the phenomenon, but the phenomenon was not reproduced. The subject device output the hf-current without any abnormality. The psd-60 instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
On october 31st 2016, the subject device was sent to olympus service center together with the information that the user facility want to repair as a coagulation failure occurred during procedure. As a result of the additional survey, olympus received the following information on november 10th 2016. During the large bowel endoscopy, the coagulation did not work, when the user facility tried to cut away a polyp. The user facility felt that the snare did not radiate the heat. The subject device did not display any alarms. The user facility connected the same snare to another electrosurgical generator, and these devices worked without any abnormality. The user facility replaced the subject device with another electrosurgical unit to prevent the ill effects to the patient. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp.(omsc). The subject device has been repaired three times in the past. Omsc checked each repair record. Regarding these repair, the repaired parts were the front panel. When each repair was carried out, olympus tested about the output function and the leak current, and olympus could not find any abnormality. Based on the investigation result and the occurrence situation, omsc surmised that the phenomenon was caused by the following factor in theory. Connection of cable and/or connector was insufficient. Dirt and/or foreign material adhered to the contact part of cable, and connection between cable and the subject device was insufficient. There were no further details provided. If significant additional information is received, this report will be supplemented.